Event description:
Per the physician, there were issues with electrode placement during initial surgery. The results of an x ray completed (date not reported) confirmed the electrode of the device was placed incorrectly. The patient was implanted on the contralateral ear with the initial device still in place. More information has been requested, but was not available at the time this report was filed.

Manufacturer narrative:
Implanted device remains.